Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On 05/05/2025, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event the patient experienced vomiting. When a fingerstick was taken the cgm was reading 114 mg/dl and the blood glucose reading was 382 mg/dl. The patient was brought to the hospital by their parents where they received intravenous fluids and zofran for the nausea. At the time of the report, which was the same day as the day of the event, the patient was stable but was still in the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.